Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that during the implant procedure, after the left ventricular lead was inserted into the device, the impedance was high. The physician commented that it felt very tight when the lead was inserted. The setscrew was removed but the lead would not come out of the header. After removing the right atrial and right ventricular leads from the device, a clamp tool was used to hold the lead while the physician pulled as hard as he could to free the lead. The lead was noted to have stable impedance and threshold and was visually undamaged. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.